Manufacturer narrative:
A field service engineer (fse) adjusted the alignment of the rinse block. The fse verified the repair and validated the instrument. Root cause of this event is unknown.

Event description:
A customer reported the rinse block was leaking isoton and possibly latron primer when they ran the instrument in secondary mode. The operator was wearing lab coat and gloves. There was no death, injury or change to patient treatment associated with this event and the operator did not seek medical treatment.